Manufacturer narrative:
(B)(4). Device evaluation: it was reported the catheter was replaced due to blockage was confirmed. One 45 cm section of catheter body was returned. A gage wire (.018" diameter) was inserted into the distal lumen and blockage was confirmed. By inserting the wire into the opposite end of the catheter body, it was determined that a 10 cm section of the catheter was blocked. The sample was soaked in hot water for one hour. After soaking, the .018" wire passed through the distal lumen without resistance. The obstruction had dissolved, indicating that the blockage consisted of biological material possibly mixed with medication. The instruction booklet specifies that catheter patency shall be done in accordance with organizational policies, procedures, and practice guideline. Recommended procedures are provided. A device history record review was performed and did not reveal any manufacturing related other remarks: issues. Since maintaining catheter patency is performed per hospital protocol and the blockage occurred 15 days after catheter insertion, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 3003737899-2016-00028. No sample will be returned for evaluation.

Event description:
It was reported the catheter was placed into the patient on (B)(6) 2016. The catheter was replaced due to blockage on (B)(6) 2016. There was no patient death or complications reported. The catheter was placed in a male patient's right basilic. They were administering chloxaciline when the catheter became occluded. No additional information is available.